Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped when noise was observed on the iegm. Lead fracture was suspected.